Event description:
Prior to a surgical procedure, the arkon anesthesia machine's ventilator shut down and the machine unexpectedly entered a "failed state" mode. After rebooting, the anesthesia machine returned to normal full operation.